Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history review and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported intraocular pressure control issue when fluid is leaking from the trocar valves. The reporter informed that this "has caused disturbance within the vitreous cavity and when you have retinal stabilizing adjuncts in the eye leading to bubble formation". Additional information and product sample has been requested for this report. (This is the second of two reports for the same event. This report will address the console.)